Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that upper case and atrial output connector were broken. Analysis also found that the upper and lower cases, side bail covers and ring cover were broken, that the battery release, ring and battery drawer were contaminated and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked front casing and atrial connector. The generator was returned for service. No patient complications have been reported as a result of this event.